Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 600 mg/dl, a headache, and vomiting. Reportedly, the cause was the pump was not delivering insulin. The customer attempted to address the elevated bg by delivering a manual injection. The customer went to the emergency room (ER), and was subsequently hospitalized where an insulin drip was administered to address the elevated bg. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved, and no permanent damage.